Event description:
The complainant has reported that a female patient underwent an esophagogastroduodenoscopy procedure during which band ligation was performed in order to treat esophageal varices using a bsc speedband multiple band ligator device. It was reported that post procedure, the patient returned to facility with the ligation bands "in her hand". The patient was reported to have vomited and expelled the bands. Bleeding experienced at that time was stopped by the patient. The patient was scheduled to undergo additional banding treatment to replace the bands that were expelled. No other complications or ill effects were reported to have occurred following this event.

Manufacturer narrative:
A review of the device history record could not be conducted since the lot number was not provided. A DHR review was conducted on lots 9437632, 8900563 and 8929913, the last three lots shipped to the customer before the aware date. The review revealed no anomalies that could be associated with this incident. A lot history search could not be performed due to the lack of a lot number. A complaint review was conducted on lots 9437632, 8900563, and 8929913. No complaints have been reported from any of the 3 lots. The march 2007 rolling 15 month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.